Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9010026 was returned and analyzed. Visual inspection of the loop segment area showed the loop was torn and damaged at 0.1 inch from the tip. Visual inspection of the introducer showed the introducer/loop straightener was removed from the returned mapping catheter. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable was normal. In conclusion the reported electrode damage was not confirmed during testing and the mapping catheter failed the returned product inspection due to a tear observed at the tip/loop of the pebax tubing and the introducer being removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the mapping catheter was stuck at the y valve of the balloon catheter. The mapping catheter was pushed and pulled multiple times without resolution. After the mapping catheter was pulled out of the balloon catheter for the last time it was observed that, "the electrode at the tip of the mapping catheter was damaged." The mapping catheter was replaced by a medtronic product. The procedure was completed with cryo. No patient complications have been reported as a result of this event.